Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following the intraocular lens (iol) implant procedure the patient experienced vision changes. The lens has been exchanged in a secondary procedure. Clinical reason mentioned as refractive surprise. Additional information has been requested however no further information available.